Event description:
Customer was advised of insulin pump recall regarding the scroll wrap feature which causes delivery of insulin through accidental pushing. Customer states this happened to her, but caught mistake. Customer requested to have insulin pump replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.